Event description:
Surgeon was performing transforaminal lumbar interbody fusion l4-s1 and after the 10x11x28mm implant was acquired via implant inserter the implant cracked after first strike with a mallet. The pieces were removed from the pt and another implant from the same set was used to complete the surgery. The surgery was delayed a few minutes as a result. No adverse consequences were subsequently reported.